Event description:
The customer contacted stryker to report that their device advised no shock on a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The clinician recognized the rhythm as shockable and manually initiated a shock which successfully treated the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through review of the software logs. The issue could not be duplicated in testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device advised no shock on a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The clinician recognized the rhythm as shockable and manually initiated a shock which successfully treated the patient. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device advised no shock on a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. The clinician recognized the rhythm as shockable and manually initiated a shock which successfully treated the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The results code grid has been corrected from no device problem found to operational problem identified.